Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal conductor was not obstructed with blood. Lead was returned with dried blood within the connector pin/distal conductor. After the dried blood was cleaned/removed from the connector pin/distal conductor, the stylet insertion test was performed without difficulty. The blood likely entered and dried within the connector pin during the attempted implant attempt.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet had difficulty passing along the atrial lead. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).